Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of an unknown artifact on the ventricular channel immediately after the implant procedure. However, the following day, this artifact was no longer present. Technical services reviewed the real-time electrogram (egm) and discussed the signal appeared to be a p-wave. It is a rare observation but could occur if part of the rv coil is located in the atrium. It was recommended to evaluate the position of the rv lead and ensure there was sufficient slack. Since the signal had stopped, technical services discussed there could have been a change in the rv lead slack since implant. It was also noted that the r-wave amplitudes had increased slightly, which would allow the automatic gain control (agc) to avoid decrementing down to see that smaller signal. Therefore, besides reviewing x-rays for lead position, it was recommended to evaluate the sensing, impedance, and threshold measurements while having the patient change postures. The distributor representative confirmed that lead measurements were taken during provocative maneuvers and no issues were observed; also, no further p-wave oversensing occurred. No adverse patient effects were reported. The rv lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.